Event description:
(B)(6) study. It was reported that thrombosis occurred. Prior to the procedure, 300 mg aspirin and 20 mg rivaroxaban were administered. A left atrial appendage (laa) closure procedure was performed and a 27mm watchman flx laa closure device was implanted with complete laa seal and deployed device diameter of 22mm. The patient was discharged on aspirin and clopidogrel. Post implant echocardiography dated (B)(6) 2020 revealed complete seal with no evidence of pericardial effusion and atrial septal shunt. On (B)(6) 2020, 49 days post procedure, the patient presented for the 45-day follow-up visit and a tee was performed. The tee revealed a jet size of 4 mm and presence of a 0.16 cm squared laminar, non-mobile thrombus on the atrial facing surface of the watchman flx device. On (B)(6) 2020, aspirin and clopidogrel was stopped and fragmin/dalteperin was started in response to the event.